Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 500 mg/dl due to having issues with supplies. Customer was able to stabilize high blood glucose via manual injection and site change. Customer's blood glucose was lowered to 200 mg/dl. Customer went through numerous vials of insulin, reservoirs and infusion sets. Customer declined troubleshooting insulin pump. Infusion sets and reservoirs would be replaced.